Event description:
Medtronic received information regarding a navigation system used during an unknown procedure. It was reported that the monitor shutdown during a procedure. No other information was provided regarding the procedure or patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.